Event description:
There was a procedural delay greater than 30 minutes during a diagnostic colonoscopy while the patient was under sedation. The angulation dials of the scope were loose which lead to the prolongation. The procedure was completed using the same device and there were no reports of patient harm or death.

Event description:
This supplemental report is being submitted to provide correction to b1 and b2. This event was initially conservatively reported as a serious injury/adverse event; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.